Event description:
In 2005, during an emergent ptca treatment procedure, a coronary artery perforation occurred during the initial inflation of the maverick otw 15/3.00 mm balloon. The physician performed one inflation in what was thought to be the circumflex coronary artery, but on review was actually the first obtuse marginal coronary artery. This inflation caused an spiral dissection. The pt underwent emergency CABG where a perforation of the coronary artery with a large epicardial hematoma was confirmed.